Event description:
It was reported by the patient that they were short of breath for several hours. The patient was worried that is might be their implantable pulse generator (ipg). Follow up information indicated that the patient has not been seen for a device check since the date of the call to the manufacturer. No further patient complications have been reported as a result of this event.